Event description:
It was reported that the colonovideoscope exhibited foreign object blockage. The issue was found during inspection for use of the device. There were no reports of patient harm.

Manufacturer narrative:
(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.